Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from germany that an 8-y-o patient with this inspiris resilia valve model 11500a27 implanted in tricuspid position underwent a valve-in-valve intervention after an implant duration of 2 years and 5 months due to degeneration. A transcatheter valve was successfully implanted within the edwards surgical valve. The patient was noted to be in stable condition following the procedure.